Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.0 - 1.4 inr): qc 1: 1.2 inr; qc 2: na; qc 3: na. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter originally complained of error messages on coaguchek xs meter with serial number (B)(4). The reporter then mentioned discrepant inr results for 1 patient. The patient was initially tested with a result of 3.5 inr. The patient was re-tested 5 minutes later using a different finger and the result was 2.3 inr. The result of 2.3 inr was believed to be correct and no changes were made to the patient's coumadin dose. The patient's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The patient is in stable condition. The patient has had no changes in diet, health or other medications. The patient has no concerns with hematocrit levels, does not have lupus or anti-phospholipid antibodies and is not taking any other blood thinners or direct thrombin inhibitors. The meter and test strips were requested for investigation. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.